Event description:
The customer contact reported, "delivery acccuracy issues." The pump was returned to the biomedical engineering department with an unsigned, illegible note indicating that there was an unspecified delivery issue. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse events while the device was in clinical use. During testing at the user facility, the device passed testing. Though reqested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.